Manufacturer narrative:
The tech replaced the worn brake casters to repair the stretcher.

Event description:
Info received indicates the foot end brake casters are not holding after the brake is engaged.